Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 418 mg/dl. The customer reported the cannula kinking on the infusion set and the adhesive not sticking. The customer had no symptoms. The customer did treat the high blood glucose level with a bolus from the insulin pump and manual injections. The customer did troubleshoot the issue. The current blood glucose level was 400 mg/dl. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis however, the infusion set will be returned for analysis.